Event description:
The user facility reported via vigilance report (B)(4), that during use of the net to their roth net platinum broke off. The net was retrieved, and the procedure was completed successfully using a different roth net. No report of injury.

Manufacturer narrative:
The roth net platinum subject of the reported event is being returned for evaluation. Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available.